Event description:
As reported: this male patient with a history of hypertension, hyperlipemia and arteriosclerosis obliterans was admitted for stenting of a calcified, 70% lesion in the left internal carotid artery. Heparin was administered. The lesion was pre-dilated with an amiia 5.5x30 142cm balloon. During predilation, the patient developed bradycardia and an 8 second sinus pause. The balloon was deflated and the event resolved without sequelae. No additional treatment was required. The procedure was completed successfully. The patient had a full recovery with no deficits and was discharged in stable condition.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Bradycardia and hemodynamic depression during balloon expansion in the carotid arteries is a common event and is most likely related to a vasovagal response. The left vagus nerve enters the thorax between left common carotid artery and left subclavian artery and descends down the aortic arch. During balloon inflation, pressure can be exerted on the nerve stimulating a pathosympathic response, i.e bradycardia, hypotension, heart block, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are patient factors that contributed to this event.